Event description:
Same patient as MDR 6000089-2004-01048, 01049, and 1050. It was reported that 650 days after a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel reintervention (tvr) of the mid right coronary artery (rca). The index procedure treated three target lesions: target leion 1 was a 3.0xmm vessel diameter, 80% stenosed region of the distal rca. The lesion was 15.0mm in length with distal rca. The lesion was 15.0mm in length with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x16mm drug eluting stent without complication. Residual stenosis was 0% post dilation. Target lesion 2 was a 3.0mm vessel diameter. 90% stenosed region of the mid rca. The lesion was 20.0mm in length with severe calcification. The physician predilated thelesion prior to placing one taxus express2 8.8% 3.0x24mm drug eluting stent without complication. Residual stenosis was 0% after post dilation. Targetlesion 3 was a 4.0mm vessel diameter. 70% stenosed region of the proximal rca. The lesion was 15.0mm in length with mild calcification. The physician direct stented the lesion with one taxus express2 8.8% 3.5x16mm drug eluting stent without complication. Residual stenosis was 0% after post dilation. The patient was discharged from the hospital one day post index procedure receving asa, plavix, and lipitor. The site reported that the patient underwent a tvr of the mid rca to alleviate edge in stent restenosis 650 days post index procedure. The physician treated the lesion by placing one johnson & johnson cypher stent in the vessel. In the opinion of the physician there was a probable relationship between the tvr and the taxus stent. The patient was discharged from the hospital one day post tvr in satisfactry/good condition.